Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review for material # 2420-0007 and lot # 25017264 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line the following information was received by the initial reporter with the following verbatim the alaris IV pump alarmed with the message "air in line". After removing the tubing from the pump and checking for air the pump alarmed with the same message 2 more times. The rn then changed channels, and the pump continued to alarm with the same message. The rn then changed the IV tubing, and the problem resolved. Infusion in winona and la crosse had the same problem yesterday and the only solution was to change the IV tubing. All tubing had the same lot number.